Manufacturer narrative:
The calibration and qc were acceptable. There was no indication of a reagent performance issue. The alarm trace showed "calibration > compensated limit" alarms. After service, no issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer replaced the electrodes and performed conditioning. The vacuum and sipper nozzles were checked. No issues were found. Checks and tests were performed with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial result was 134 mmol/l. The repeated result was 140 mmol/l. The repeated result was obtained on another module and was believed to be correct. The sample was repeated due to a delta check in the customer's system.